Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, after finishing the procedure while removing instruments for undocking, the team decided to remove the maryland bipolar from the arm together with the cannula where it was inserted. The instrument got stuck inside the 8 mm cannula, so it had to be pulled out from the cannula applying more forced than usual. Once extracted, the instrument was identified with the wrist separated from the axis. The instrument was reported and separated for isi inspection. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction h:11: components adjacent to this broken main tube does show damage. Additional findings: the instrument was found to have fragmented material. The broken main tube fragmented where it broke at the proximal clevis. The instrument was found to have a dislodged proximal clevis. The proximal clevis dislodged where the main tube broke. The proximal clevis was still attached to the main tube, but was dislodged from its expected position.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction h11. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "wrist separated from the axis". Failure analysis found the primary finding of instrument main tube broken-distal to be related to the customer reported complaint. The instrument was found to have a broken main tube approximately 39.66mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The proximal clevis is dislodged as a result of the main tube break. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.